Event description:
Hill rom technician reported that all four casters would pivot while in the brake mode.

Manufacturer narrative:
Hill rom technician replaced the casters and the brake system functioned properly.